Manufacturer narrative:
(B)(6). The unit was received at the international service center. The technician could not reproduce the reported issue when the unit was used with mask (symbol 1) and exhalation port, which were the unit's settings. However, it was reproduced when unit was used with exhalation port and test lung. No abnormality was confirmed with run in test and functional check. No parts needed to be placed. Will complete after the mask and the exhalation port that were used when the issue occurred are checked because there is a possibility that mask and exhalation port were wrongly setup, which might have caused the reported complaint.

Event description:
The international customer reported the v60 unit displayed in leak value on the screen a 'blank' (no value), and other data showed the values below the range. Unit was being used on a patient at the time the reported issue occurred however, there was no adverse patient effect.

Manufacturer narrative:
Mask and exhalation port were not respironics products, the device setting was for respironics products.therefore, the reported complaint was caused by the setting error for the device, not an abnormality about the device. No parts were replaced.

Event description:
The international customer reported the v60 unit displayed in leak value on the screen a 'blank' (no value), and other data showed the values below the range. The referenced v60 unit was replaced with a second v60. Unit was being used on a patient at the time the reported issue occurred however, there was no adverse patient effect.

Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: additional testing was performed on 05/08/2017 at the international service center on the customer's unit. The diagnostic event log was reviewed, but no abnormality was identified. The setting for both mask and exhalation port was done, mask for mask symbol 1 and exhalation port for dep. However, the mask and the exhalation port in use were competitor's product, so there was a difference between the intentional amount of leak recognized by the unit and the intentional amount of leak which was generated through actual circuit. The reported complaint probably was caused by this incident. Resolution and disposition: service center concluded that no abnormality was verified about the unit because the reported complaint was not duplicated by long hours run in tests and no malfunction was found overall. Unit was checked overall, cleaned, run in tests, alarm test was checked and confirmed it worked properly. Unit was check tested then no abnormality was a confirmed.